Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: aesth. Plast. Surg. 1991; 15: 111-121.

Event description:
It was reported via journal article: "title: abdominolipoplasty: a system of classification and treatment for combined abdominoplasty and suction-assisted lipectomy." Authors: alan matarasso, m.d. Citation: aesth. Plast. Surg. 1991; 15: 111-121. Abdominal contouring was performed primarily for aesthetic purposes in order to correct deformities of the skin, fat, and the musculofascial system. The surgical techniques for each of four patient categories of abdominolipoplasty were reviewed: type I - suction-assisted lipectomy (sal) alone, type ii - miniabdominoplasty, type ill - modified abdominoplasty, and type IV - abdominoplasty with suction-assisted lipectomy. A total of 75 patients (15 male and 60 female patients) requesting aesthetic improvement of their abdomens were reviewed. During the procedure in type ii, the rectus muscle is plicated vertically in an elliptic fashion, from the pubis to the umbilical stalk, using neurolon 2-0 suture (ethicon) in a buried figure-eight fashion. The flap is advanced and split in the midline. A tacking prolene 3-0 suture (ethicon) secures the flap without tension. The wound is closed in layers without tension. During the procedure in type iii, the flap is advanced and split in the midline. A tacking prolene 3-0 suture (ethicon) was used to secure the flap to the pubic escutcheon. Closure is performed in layers with vicryl 4-0 (ethicon), prolene 3-0 subcuticular suture (ethicon), and nylon sutures. As a minimal amount of tension is placed on the wound, it is not necessary to anchor the flap to the fascia when closing. Reported complications in type ii and type iii procedures included bleeding, seromas which required prolonged or repeated drainage, fibrin glue, or tetracycline hydrochloride sclerotherapy, pseudobursa formation, and scars requiring revision. The advantages of classification and treatment using the abdominolipoplasty system are it addresses the localized deformity with a limited concealed incision, and, for the majority of patients, there is a reduction in time required for surgery and hospitalization and a faster recovery. Type iii procedures avoid the untoward sequelae of umbilical transposition and can be performed in patients in whom traditional abdominoplasty is contraindicated with less risk of flap necrosis and a faster recovery period.